Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018 and suture was used. The tip of the needle broke off during the procedure. Broken tip was recovered. Unknown if x-ray was needed to recover. Unknown as to how the procedure was completed. There were no reported adverse consequences for the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 4/18/2019. Additional evaluation summary: the actual sample was evaluated. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary ==> it was reported performance breakage needle. A re-parked needle-suture in the winding former and a paper lid were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected; however, the tip and body of the needle were examined under magnification and broken tip was observed. Also, marks on the tip and body of the needle appears to be by use of a surgical instrument were found. To avoid this kind of damage the packages insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the tip. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the assignable cause is breakage needle. The assignable cause of the needle breakage cannot be concluded, and an additional evaluation is necessary.